Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a vented paclitaxel set. The reporter stated that the spike was wet from priming. The reporter stated that when they inserted the spike, the bag seemed to want to "squirt" the set out. There was no patient involvement. No additional information is available.